Event description:
The device was used during an unspecified procedure. Reportedly, the knife disengaged and the nurse cut her finger. The surgeon applied another device to complete the procedure. The hosp has reported no pt injury occurred.